Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: : product ID 3387s-40 lot# v386575 serial# implanted: (B)(6) explanted: product type lead product ID 3387s-40 lot# v398876 serial# implanted: (B)(6) explanted: product type lead product ID 37085-60 lot# serial# (B)(6) implanted: (B)(6) explanted: product type extension product ID 37085-60 lot# serial# (B)(6) implanted: (B)(6) explanted: product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that they were present when patient was seen by the nurse practioner. Impedance checks were done in every potential position with no changes in impedances and they were not able to reproduce the sensation with palpating the connector site. An x-ray was done which did not show any issue. The cause of the shocking sensation when patient's head was submerged in water was not determined. There were no actions planned to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that there was a shocking sensation when the patient's head was submerged in water, as well as when they palpate the lead/extension connection. Left hand also "locked up" when head was under water. No known environmental/external/patient factors that may have led or contributed to the issue. No known diagnostics/troubleshooting steps were taken. No interventions/actions taken. The issue is not yet resolved. The patient says they would always feel the shocking sensation when palpating the connector site from initial implant but wasn't bothered by it. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the shocking is happening when patient is submerged in water as opposed to just being in the shower.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep inquired if there was anything on patient¿s feeling the shocking sensation only when their head was in the pool. Technical services said they hadn¿t heard anything yet. It was reviewed that their head position might be different when in the pool. The rep said they met with the patient and their impedances were fine when head was in various positions. Therapy was fine as well. There were no further complications reported.

Manufacturer narrative:
Please omit previous follow up regulatory report (3004209178-2019-14170 follow up # 001) as it didn't contain any new information for the event. All critical information is captured in the original regulatory report. If information is provided in the future, a supplemental report will be issued.